Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic peterson hernia procedure, at the beginning of the suturing, the "seal" of the welded loop came loose, so the device couldn't be anchored. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned samples noted one suture and one needle. The product was received with the loop open. It was observed, under magnification, that the loop appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of the loop. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.